Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones as it had recorded code 1003 indicative of battery too low for the projected remaining capacity. The ICD was reprogrammed and will remain in service due to the patient own condition. No adverse patient effects were reported.